Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. No fault was found and no parts were replaced. The patient circuit had been disposed of therefore this was not investigated. The device logs were downloaded and the ventilator was returned to service. The evaluation of the ventilator¿s logs show that there was increased expiratory resistance prior to the patient¿s stop of breaths indicated by the apnea alarm in the logs. The ventilator detected the patient¿s stoppage of breath and switched to backup ventilation but due to high expiratory resistance indicated by the high pressures alarms, expirations were not possible resulting in the generated low expiratory minute alarms. This is what was perceived as the ventilator not giving backup breaths. The logged return to support ventilation later in the logs by the patient shows that the ventilator was in backup ventilation and it was working giving backup breaths. There was no ventilator malfunction at the time. The cause of the reported non-giving of backup breaths was the increased expiratory resistance but its cause has not been determined. The patient circuit that included an expiratory filter was discarded and was not examined to see if it was occluded at the time. The pre-use checks prior to and after the event were successful and there were no the technical alarms during the time of the event. The ventilator functioned as it should under the prevailing circumstances.

Event description:
It was reported that while the ventilator was connected to a patient in a pressure support ventilation mode of ventilation, it did not give backup breaths when the patient stopped breathing. The ventilator alarmed for high pressure. The patient was bagged and the ventilator was replaced with another one. There was no patient harm. (B)(4).